Event description:
Customer reportedly obtained result of 287mg/dl, 269 mg/dl, and 99 mg/dl on the advantate system within 10 minutes . No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller states strips are unavailable for return.